Manufacturer narrative:
Device evaluation summary: one cadd ms3 pump was returned for analysis. The visual inspection found the pump in good physical condition. During functional testing it was found that the pump failed to identify attached cassette and alarmed. Further investigation identified that the microprocessor board was defective. The customer stated issue was confirmed and was able to be duplicated. Problem source was identified as defective microprocessor board.

Event description:
Information was received indicating that smiths medical cadd ms3 pump did not sense cartridge. No adverse effects reported.